Event description:
A female healthcare worker alleged hydrogen peroxide (h2o2) contact when removing a cassette from the sterrad 100nx collection box after a canceled sterilization cycle. The healthcare worker attempted to re-run the cycle. The sterilizer asked for a new cassette. The customer tried to insert a new cassette, but noticed the sterilizer would not accept the cassette. The healthcare worker then ejected the cassette, removed the cassette collection box and noticed there were a few drops of h2o2 in the cassette collection box. The new cassette and cassette chute were dripping h2o2. The healthcare worker reported symptoms of discoloration (white area on skin) on the left hand that lasted for a few minutes. The healthcare worker was not wearing personal protective equipment. The healthcare worker did not seek medical attention. A copy of the cassette msds was forwarded to the customer.

Manufacturer narrative:
This is capital equipment which was evaluated at the customer's site: per the asp field service engineer: found the needles on the pierce assembly were dripping peroxide. The delivery valve o' rings had flattened out and peroxide leaked below the valve causing poor delivery and not completing delivery to the vaporizer. The fse replaced the delivery valve o'ring and retightened the connection. Ran a test load and the customer ran loads. Verified that the system meets MFR's specifications. Warning! Risk of skin injury. Direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard. Cassette disposal box. After processing of the cassette, the sterilizer automatically discards it into the cassette disposal box. The cassette disposal box holds 2 used cassettes. When the box has the maximum number of cassettes, the sterilizer displays a message indicating that the box must be replaced. The cassette disposal box must be closed to permit safe disposal of cassettes. Removing a cassette disposal box. Warning! Hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl), or nitrile gloves. This will protect you from contact with any residual hydrogen peroxide that may be present in the cassettes.